Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, it was revealed the housing was broken. This was attributed to faulty handling. The device was disposed of and a replacement returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported electric arc/bow. This is report 1 of 1 for complaint (B)(4).